Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has lines in the display.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit has lines in the display. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. It was reported that during check up performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had display - blinking, discolored, static, line(s). There was no patient involvement, and no adverse event reported. Getinge field service engineer (fse) replaced the display top and checked the associated parts in the same area. Getinge field service engineer (fse) was unable to locate any other damage. Getinge field service engineer (fse) completed the display checks and then completed the preventive maintenance on the unit. The unit was approved for clinical use and returned to the department. This part was received with a reported unit failure message of lines on display. Performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified failure and observed lines on display. The display top lcd failed testing. Sending display top lcd to supplier for failure analysis as per procedure.part no longer able to be tested by the supplier. Investigation is complete. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.